Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The stop current and run current measurement tests are within specification. The device also passed off no power alarm test and unexpected restart error test. No unexpected low battery alarm or unexpected off no power alarm noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The bolus wizard feature functions properly. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. The device communicated properly with the glucose sensor simulator and the minilink transmitter. No lost sensor alarm, weak signal alarm or calibration error noted. No pump or sensor communication anomaly noted. The device had minor scratched display window, a small crack on the display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced a high blood glucose level of 546 mg/dl. Customer stated that her blood glucose was 300 mg/dl at the time of the incident. Customer is treating with 10.0 unit bolus. Customer sated there is a scratch on the pump and there are no issues with the infusion set leaks. Customer stated that she has issues with the quick release. Customer declined troubleshooting.